Event description:
Yesterday around 2:30, while I was trying to enter the patients education checks off, a screen would pop up that said an error to the application occurred. When this occurred I closed out the cardiac science application and then reopened it. When I reopened it, three patients were restored, but I had to re-admit the other three in the class. I went back in and tried to enter the education three additional times, but the same thing occurred. It restored the same three patients each time, and I had to re-admit the same three each time. This is when we called you clinical engineering and they suggested holding off on making an entry into the education data, and trying again to make entries between classes. At 3:45 another clinician took over for me and was able to enter in the education for the 3:45 class without any problems. I called biomed and let clinical engineering know she didn't experience any problems." This has not happened before in this fashion. They have been experienced problems where the system would shut down. This was corrected with a power supply replacement, by clinical engineering. After talking with cardiac science who conferred with the cardiac science, product specialist they stated that this is a known "glitch" and although they are aware of the problem a resolution is not near. Cardiac science representative seemed frustrated with the software engineer that created the package, stating that he did not allow for different workflows within his design. The engineer is no longer employed with cardiac science. Cardiac science provided the following recommendation. While monitoring patients during the class, do not go into to the patient care plan and enter any data. Only enter patient care information before or after the class. The occurrence of this problem is inconsistent, but does appear to be related to entering information in the patient care plan, education area. This seems to cause the problem described. Cardiac science does not provide a level of confidence that they are addressing this "known" problem.